Manufacturer narrative:
The device was returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported failure was confirmed. It was identified that the handpiece had a faulty transducer and thus the cause of the complaint incident.

Event description:
A distributor reported that during inspection before use on a c2602 cusa excel 36khz straight handpiece on (B)(6) 2018, the vibration alarm went on due to the faulty assy acoustic vib 36khz. There was no patient involvement and no surgery delay.